Manufacturer narrative:
A service visit was performed and a sample is in transit. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).

Event description:
A healthcare professional reported that during an anterior chamber and posterior chamber vitrectomy on the right eye, performed in 25g with a high cut rate, the surgeon encountered a dysfunction of the vitrectome guillotine, which worked the first time and then stopped working. The vitrectome stopped functioning with a rate lower than 1000 cuts: vitrectome was aspiring without cutting. The cutting part did not open, which triggered a retinal tear of the patient. Once the cassette was changed, the vitrectome started functioning correctly. Patient was administered intraocular gas sf6 and the surgeon performed cryotherapy for the retinal tear. Local treatment was modified: systemic treatments with acetazolamide and potassium were administrated. There were no consequences for the patient following the event. Surgery was delayed approximately 20 minutes. It was also reported that the measures regarding the pneumatic module which controls the vitrectome were out of range. Surgeon did not know if this was related to the vitrectome or not. Additional information was received from the healthcare professional who reported that due to the retinal tear, the patient experienced superior retinal dehiscence of iatrogenic aspect and a beginning of localized retinal detachment. The patient also experienced temporary bad vision due to intraocular gas administered to treat the event. Additional information has been requested, but not received to date.